Event description:
A malfunction alarm was reported by the distributor in france, with the specific issue described as malfunction 16-0x20e6. There was no reported impact to the customer¿s blood glucose level. No additional information was provided.